Manufacturer narrative:
Device not returned. As part of our investigation, the ess informed the facility¿s perioperative clinical educator of the reprocessing deviation. The use of the air water channel cleaning adapter at pre-cleaning was reviewed with perioperative clinical educator and rn supervisor. The ess performed a reprocessing in-service and repair reduction that included: pre-cleaning and went over the guidelines on repair prevention with the customer to help minimize repair trends. The customer agreed that care and handling must be taken seriously which ties into patient safety. A refresher training to review the use of this adapter with the o.r. Will be scheduled at a later date. A follow up training for outpatient surgery center will be scheduled at a later date. The ess the endoscopy support specialist emailed the on-tracks to rn supervisor and the clinical educator. The subject device was not returned for evaluation. An investigation is ongoing to obtain additional information regarding this event.

Event description:
The service center was informed that during a scheduled onsite reprocessing in-service with an olympus endoscopy support specialist (ess), it was noted that an insufficient or incorrect reprocessed scope was used on a patient. The ess observed that the air water channel cleaning adapter was not being used in the operating room (o.r.) At the main hospital. There was no patient infection reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: the legal manufacture presumed that the facility staff was inadequately trained in device handling or reprocessing in accordance with the instructions for use (IFU). IFU (reprocessing manual) cautions the user against insufficient reprocessing: ¿precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ IFU (reprocessing manual) cautions the user against insufficient reprocessing on channels: ¿precautions: all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators.¿ ¿to prevent clogging of the air/water nozzle, always use the air/water channel cleaning adapter to clean the air/water channel after each use.¿ the legal manufacturer confirmed via device history review (DHR) that the device was shipped out, satisfying specifications.